Event description:
It was reported during a vertical gastrectomy that vitagel was applied to the staple line following multiple staples as well as clips due to excess bleeding. The surgeon noted that the patient was on blood thinners at the time of the surgical case for unknown reasons. During the initial application the lea functioned as intended; however, when the surgeon completed the application he moved to a different location to continue to apply the vitagel. It was at this time that the surgeon noticed increased resistance; however, was able to apply the remaining vitagel. There was no patient adverse consequence.

Manufacturer narrative:
After evaluating the event it was learned this device came into contact with patient tissue and blood. The device function as intended up until this point. Due to the contact with tissue and blood it is likely that vitagel coagulated at the tip causing for the difficulty in applying for of the hemostat. Device not received.